Manufacturer narrative:
Initially, the power cord was suspected to be defective and a replacement was ordered. However, per the good faith effort (gfe) response, it was confirmed that the biomed customer realized that he had been using the incorrect digital multimeter (dmm) leads, which lacked a sharp enough point to properly penetrate the metal contacts on the v60. After failing the electrical safety test (est), he asked a coworker to review his setup, and they identified the issue with the leads. Once the correct leads were used, the measurement outputs passed successfully. The device did not require any repairs, no parts were replaced, and the ventilator is fully back in service. It has been determined the reported issue was caused by user error. No fault. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed the electrical safety test during annual preventative maintenance (pm) evaluation. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The power cord was defective and needs replaced. Parts ordered.